Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The retention sample from the involved product code/lot# combination was evaluated. Visual inspection revealed no anomalies. X-ray fluoroscopic inspection confirmed that the braided wire was in the intact state with no break. The lumen of the shaft was inspected under magnification at the distal end of the device. With no deformation or occlusion found, the patency of the lumen was confirmed. The outside and inside diameters were confirmed to meet manufacturer specifications. A review of the device history record and the shipping inspection records of the involved product code/lot# combination was conducted with no findings. No anomaly was confirmed for the result of the tensile strength test conducted during the inspection of the distal section of the catheter shaft. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention sample was of the normal product. It is likely, that during withdrawal of the actual sample, its distal tip came into contact with the severely calcified lesion and got stuck in it. Subsequently, in attempts to release the distal tip of the actual sample from the sticking, excessive pulling force was applied to the actual sample, resulting in the reported fracture of the distal tip. However, with no return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that upon retracting the finecross catheter out of the patient's artery, the tip was broken and was stuck between the lesion. The tip was unable to be retrieved by the doctor and was still seen in the angiogram. The length of the tip stuck in patient's artery is unknown as the catheter was elongated after usage thus unable to provide an accurate measurement of the finecross catheter. Details of lesion: distal lad, a very calcified lesion, and the orbus neich diamondback orbital tip was unable to pass the lesion due to calcified lesion. The procedure outcome and patient impact was reported to be unknown. Additional information was received on april 15, 2019. The lesion was a total occlusion lesion at the site of distal lad. After trying multiple tries, it was unable to cross the lesion. Upon retracting the finecross catheter, the tip was fractured leaving the tip of less than 10mm in the vessel. The doctor planned to either proceed the case with CABG or a second ptca try. The doctor was not very concern with the tip left in the patient's vessel as there are other collateral vessels feeding the lad.